Manufacturer narrative:
(B)(4).

Event description:
Cgm accuracy. It has been reported that readings were 21% off. The reported glucose values fall within the a & c zones of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available.